Event description:
It was reported that during the basilar artery stenosis procedure, following delivery of the microcatheter to the proximal of the occlusion segment, an attempt was made to deliver the subject guidewire to pass the occlusion. However the distal tip of the subject guidewire was found to to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 2 of 3 reports (2nd MDR). H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the basilar artery stenosis procedure, following delivery of the microcatheter to the proximal of the occlusion segment, an attempt was made to deliver the subject guidewire to pass the occlusion. However the distal tip of the subject guidewire was found to to be fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, guidewire was returned in two fragments. The ptfe (polytetrafluoroethylene) was seen to be peeling at 32cm from the proximal end. The guidewire was seen to be fractured at 185cm from the proximal end with the core wire exposed. The distal fragment was inspected, and the nitinol tubing was fractured with the platinum coil exposed. The distal end was seen to be kinked 1.4cm from the tip dome. The core wire was observed through the distal tip dome. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after delivering a microcatheter to proximal of the occlusion segment, the operator tried to deliver the subject guidewire to pass the occlusion but after several tries (push and rotate) the operator found the distal of the subject guidewire was not moved with the proximal handling. The operator thought the subject guidewire fractured so he withdrew the microcatheter and guidewire out together. The fractured part was taken out together with microcatheter. Additional information provided by the customer indicated continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The type of surgery is chronic internal carotid artery occlusion and the wire was torqued to overcome the resistance. The device was returned for analysis and it was confirmed that the distal end of the guidewire had been fractured. The patients anatomy was not tortuous, however there was chronic occlusion to the treatment site, which is likely to have caused difficulties when crossing the occlusion and the device was torqued to overcome the resistance, this is likely to have caused the subject guidewire to fracture, as with the subsequent guidewire used. An assignable cause of procedural factors will be assigned to the as reported and analyzed event of guidewire distal tip broken/fractured during use and to the analyzed event of guidewire distal tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is likely that the ptfe coating was peeled as a result of interaction with the torque device, which may have been under tightened. Therefore an assignable cause of handling damage will be assigned to the analyzed event of guidewire ptfe coating peeling. This is 2 of 3 reports (2nd MDR).